Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that an ultrasound gastrovideoscope has foreign material present within the instrument channel after undergoing multiple cycles of manual cleaning. This issue occurred during reprocessing. There were no reports of patient involvement